Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal hydromorphone 3 mg/ml at 2.2009 mg/day, bupivacaine 30 mg/ml at 22.009 mg/day, compounded baclofen 400 mcg/ml at 293.45 mcg/day, and clonidine 250 mcg/ml at 183.41 mcg/day for non-malignant pain. The clinical diagnosis was medication toxicity secondary to erroneous injection of medication into pump pocket. During this patient's pump refill on (B)(6) 2016, approximately 20 ml of the injected 40 ml of medication were injected into the patient's pump pocket. The patient was still in the intensive care unit (ICU) on (B)(6) 2016 but was recovering. The event occurred on (B)(6) 2016 and the hospital diagnosis included loss of consciousness, respiratory depression, opioid toxicity, acute toxic metabolic encephalopathy secondary to cns depression from hydromorphone and clonidine toxicity. Interventions included administering 4 mg of narcan in the clinic and the pump was reprogrammed; specifically the pump medication was diluted with saline on (B)(6) 2016. It was further reported on (B)(6) 2016 8 mg of narcan was administered and the patient was transferred to the intensive care unit (ICU), intubated, and a nasogastric (ng) tube was placed. Therapy was suspended by placing a magnet over the pump and on (B)(6) 2016 therapy was resumed (magnet removed). The event resulted in an inpatient hospitalization. The patient reported nausea and feeling like "he was going to pass out". Examination on (B)(6) 2016 revealed the patient was somnolent, oxygen saturation remained over 85% throughout episode,and low respiratory rate. The pump was aspirated to check volume and only 20 ml of the injected 40 ml were aspirated on (B)(6) 2016. Examination on (B)(6) 2016 showed left lung edema, resolving respiratory depression and sedation and the patient reported worsening pain and spasticity. The programming date from the most recent refill prior to the event was (B)(6) 2016. The event was related to the device or therapy; specifically the programming/refill and not related to the implant procedure. To summarize, during a pump refill, the provider inadvertently injected the patient's pump pocket with approximately 20 ml of medication. The provider surmises that the needle was in the appropriate position while filling the pump with the first 20 ml syringe of medication and then slipped while disconnecting the first syringe of medication and attaching the second 20 ml syringe of medication to the tubing set. As the patient was leaving, he reported felt nauseated and 'like he was going to pass out'. The patient became somnolent. The pump was aspirated and only 20 ml of the 40 ml injected were retrieved. The physician helped to secure the patient's airway and his oxygen saturation remained greater than 85% throughout. Narcan 4 mg was administered and emergency medical services (ems) was called. The patient's pump concentration was diluted. In the emergency department (ed), narcan 8 mg was administered. The patient remained somnolent with a low rr. The patient was transferred to the ICU, intubated, ng tube was placed, and a magnet placed. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-apr-2017 indicating the outcome was 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.